Event description:
It was reported that the patient presented for a post-procedure check. During device operation, it was noted that the pacemaker detected an unknown pacing event. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.